Event description:
It was reported that the right ventricular (rv) lead of the cardiac resynchronization therapy pacemaker system was explanted due to high out of range impedances above 2000 ohms due to lead fracture. During explant procedure, the rv lead caused other two leads to be explanted, the rv lead broke apart upon removal, but was successfully replaced. This left ventricular lead is one of the two explanted leads. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).